Event description:
It was reported that an unspecified amount of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had deformed caps. The following information was provided by the initial reporter, translated from french to english: following an exchange with your salesman I am sending you an image of the defect that we encounter on several tubes received, this defect is present only on the batch that I am sending you. On average (B)(4) tubes are concerned on a tray of (B)(4) tubes.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint showing 3 caps on the tubes which are incompletely moulded and have gaps in their plastic. Additionally, 100 retained samples from the bd inventory were visually inspected, and no issues were observed relating to deformed shield. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified for the lot 3002704. There were no related quality notifications. All processes and final inspections comply with specification requirements. A quality notification related to the moulding was generated for lot number u10729337 and, all defects have been removed per bd procedure. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.